Event description:
It was reported that the facility has experienced a malposition post power injection CT.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the pt. A lot history review (lhr) of rewg0695 showed one other similar product complaint(s) from this lot number.